Manufacturer narrative:
Concomitant medical products: product ID: 4965-50 lead, implanted: (B)(6)1997, product ID: 4965-50 lead, implanted: (B)(6) 1997.

Event description:
It was reported that the patient's system was explanted and replaced due to an infection. It was noted there was vegetation on the atrial lead via echocardiogram. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.